Event description:
The patient experienced hypoglycemia and required the administration glucagon via injection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient was also suffering from gastroparesis at the time of the event. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be made at this time.